Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving cracked insulin cartridges from their distributor. The agent coordinated with the shipping team to send replacement cartridges via three-day delivery. The user agreed to provide lot numbers and confirmed that the damaged cartridges had been discarded. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.